Event description:
The doctor reported the implant was removed due to osseointegration failure, 2 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. No significant findings were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.